Event description:
Reporter alleged the customer was hypoglycemic and could not test on the advantage system because it would not power on. Reporter stated she took the customer to the hospital, they obtained a 30 mg/dl result on the hospital system and he was treated there. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.